Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, the adapter/luer connection on the infusion set is leaky. Pt stated, he noticed the issue for 14 days. Pt reported, he changed to a new infusion adapter and a new infusion set, but the issue continued. Pt stated his blood glucose level went up to 500 mg/dl. Pt's normal blood glucose range is 103-106 mg/dl. Pt reported he took correction via the infusion device and was able to get his blood glucose under control by himself. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.